Event description:
Nurse noticed leaking at top blue connector on tubing coming out of the pump. Upon opening the pump door, the nurse noticed the tubing inside the pump was wet with tpn solution. The nurse noticed there was a possible hole in the tubing that sits in the pump just under the blue hard plastic portion of the tubing. Md was notified. No pt harm reported. Due to new info received, the report of leaking set was determined to be reported as a malfunction.

Manufacturer narrative:
The investigation results verified leaking. The cause of the leak was due to a tear in the silicone segment. There was a small tear in the silicone approx 90 degrees to the right of long crush mark on the upper fitment. The root cause of the tear in the silicone tubing near the upper fitment was not identified. Pt info requested and all available info is included in sections a and b. This report was filed by the MFR.